Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported upstream occlusion error was not reproduced during evaluation. A review of the event history log identified upstream occlusion error on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The cause was determined to be the upper ultrasonic sensor fluid values out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion error. There was no known patient injury or medical intervention associated with this event. No additional information is available.